Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with the transfer set; further described as ¿the dark blue piece (female connector) was coming out of the transfer set¿. This was observed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated. The sample was returned attached to an unknown patient connector. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an insufficient bond. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.